Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with signs of infection. Upon examination, it was noted that the pacemaker had pocket infection due to implant procedure. The pacemaker, right atrial and right ventricular leads were explanted on (B)(6) 2021. The patient was in stable condition before, during and after procedure.